Event description:
As reported by the user facility: issue: loss of resistance obtained at 9cm via 17g tuohy needle. 19g springwound catheter would not advance past 11cm (therefore did not advance past tuohy tip) and then would not retract. After multiple attempts at removal of the catheter from the tuohy, it came out with the blue tip fragmented off. The fragment was later found on imaging to be at l5-s1 epidural space.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.